Manufacturer narrative:
H11: it is possible to manually return the ec blood. If not returned, the blood loss will be limited to the ec circuit, which accounts for 5-10 % of the patient¿s blood volume. Losing this volume of blood is not expected to result in any significant patient harm in a vast number of patients. This does not have the likelihood to cause or contribute to death or serious injury. Alarm situations would only result in delay in therapy and are intended to notify the user of conditions with the machine or setup. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "prismax machine alarmed for a critical system error and showed a window stating the machine would have to be shut down. No issues with this machine prior to this point. Machine would not allow for blood return, set taken down and new machine used." This occurred during use of the device for continuous renal replacement therapy (crrt). There was no report of patient injury or medical intervention associated with this event. No additional information is available.